Manufacturer narrative:
Manufacturer's report date: 04/18/2014. (B)(4). This report was filed by the manufacturer. The devices have been rec'd and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that an intubated intensive care unit patient rec'd an overinfusion of propofol. A new propofol bottle was hung at 0347 and programmed for 20mcg/kg/min (rate of 9.5ml/hr). The nurse rec'd an air-in-line alarm prior to the event and resolved the air issue. At 0630 the bottle was found almost empty. The pump displayed that there was still 71mls left to infuse. There was no patient harm or medical intervention. No further patient/event info is available.